Event description:
The following information was reported to gore: on (B)(6) 2024, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat a ruptured abdominal aortic aneurysm. Gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were implanted in the superior mesenteric artery (sma) and the right renal artery as snorkels during the procedure. The physician reported on the evening of (B)(6) 2024, that the vbx stent graft was thrombosed. Immediately, an endovascular reintervention occurred and reportedly the physician was unable to advance through the sma and vbx stent graft. The procedure was aborted, and the patient tolerated the procedure. The physician suspected the vbx device may have thrombosed because the eye of the tiger technique was performed incorrectly, consequently the gore® excluder® aaa endoprosthesis may have compressed the vbx stent graft. The patient will continue to be monitored. None of the gore devices were explanted, and no additional gore devices were implanted.

Manufacturer narrative:
Revised: b1 to adverse event and product problem. Revised: b5 additional information. Revised h6: added medical device problem code and revised investigation conclusion. Revised h10: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The risk management file for the vbx device was reviewed and determined to be accurate and complete. No update is required. An assessment was completed to determine if the event conclusions warrant consideration for a CAPA, scar, and/or fir following md179991 appendix a. It was determined that no action is required. The reported complaints of vbx device compression and thrombosis could not be independently confirmed. There were no items (e.g. Clinical images, returned vbx device) received in association with this complaint to allow evaluation of the performance of the vbx device relative to the reported failure modes. A review of manufacturing records indicated that the vbx device lots met all pre-release manufacturing specifications. According to the information provided, the physician attributed the cause of the vbx device compression and thrombosis to incorrect performance of the ¿eye of the tiger¿ surgical technique.

Event description:
The following information was reported to gore: on (B)(6) 2024, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat a ruptured abdominal aortic aneurysm. Gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were implanted in the superior mesenteric artery (sma) and the right renal artery as snorkels during the procedure. The physician reported on the evening of (B)(6) 2024, that the vbx stent graft was thrombosed. Immediately, a reintervention occurred and reportedly the physician was unable to advance through the sma and vbx stent graft.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The device was not returned to gore for direct analysis. Therefore, an engineering evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.